Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Visual inspection was performed and no defects were observed. The sample was gravity tested for flow. The solution flowed correctly through the tubing and no leak was observed. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Device available and requested but not yet received. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported by a health care professional that an administration set started leaking from the lower part of the chamber, between the chamber and tubing to patient. The event occurred during priming, before the set was full (prior to administration). There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.